Manufacturer narrative:
Complaint received alleged that the head section was drifting down. Maintenance tech swapped out the head down valve, and issue returned. He was asked to check the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint alleged, the head section was drifting down.